Event description:
The following has been reported: perfusor calculates the set volume incorrectly. Running time 4.5h with a remaining amount of 10ml (actual running time still 2 h). Perfusor also does not give an alarm when the syringe is emptied, because the end has not yet been reached. This poses a risk to patients with some medications. The device is located in (B)(4). Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. The analysis of the device history shows that the infusion was delivered normally and in accordance with the programmed settings. No device malfunction was identified, including regarding flow rate, calculations, or alarms. A discrepancy was however observed between the remaining volume indicated in the device history (approximately 18.1 ml on the morning of 09/12) and the value visible on the provided photograph (approximately 22.5 ml). The repetition of certain actions recorded in the history, such as syringe selection, suggests user interactions with the device that could explain this difference in displayed volume. Based on the available information, no product defect was identified. The findings are consistent with a situation related to device use. The reported device was received in brézins for investigation. The external check performed did not reveal any apparent issues. As part of the reproducibility tests, repeated sequences of syringe installation and removal were performed in order to verify the compliance of the displayed infusion time. A braun ops 50 ml syringe, filled to a remaining volume of 10 ml, was used. With a flow rate programmed at 5 ml/h, the displayed remaining infusion time was correct and identical (2 h 00) for each installation and removal cycle. Following the start of the infusion at a flow rate set to 5 ml/h, the end-of-infusion pre-alarm was triggered after 1 h 49 min of operation. The end-of-infusion alarm was then triggered 10 min 32 s after the pre-alarm activation. The reported malfunction related to an incorrect calculation of the remaining volume and infusion time could neither be reproduced nor confirmed during the investigation. Based on the investigation, the complaint is considered not valid. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a